Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited ventricular undersensing of ventricular tachycardia (vt). Review of electrocardiogram (ECG) revealed undersensing every fifth beat of vt. It was reported to guidant that the patient was externally converted to a normal sinus rhythm in the emergency room.